Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/18/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/14/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: what is the lot number? 102br0. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. The needle detached/pulled off from the suture during handling before use one patient after being removed from its holder. Did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? Yes, the needle fell into the surgical field but was immediately found and removed. What was used to complete the procedure? Same like device were there any patient consequences? No please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) surgeon oa dr. (B)(6) of (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an aortic valve repair procedure on an unknown date and suture was used. A needle came off the thread without pulling. Just dropped off. Was found. No patient harm. Additional information was requested.